Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th september 2025, it was reported by an arthrex employee via email that for an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with f ibertape® loop (blue), the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-2324bcct was used. Ar-2324ptb was used to prepare the bone socket. Bone quality of patient was normal and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcct batch 15309213 was received for evaluation. Visual evaluation revealed that the blue suture was not on the eyelet. The evaluation of the screw's threads revealed warping and breakage, and the eyelet was bent and deformed. Functional testing of the driver outer sleeve and the tb inner member molded swivelock found that the devices smoothly engage. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.